Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra meter would not power on. The complaint was classified based on the customer care advocate (cca), since the medical affairs specialist (mas) was unable to reach the pt by phone. The pt reported that the alleged issue began at an unspecified time two days prior. The cca documented that the pt currently manages his diabetes with insulin (type and dose unk); however, it is unclear what action, if any, the pt took in regards to his diabetes mgmt as a result of the alleged issue. The day after the reported issue began, the pt claimed he developed symptoms of "low sugar" and treated self with food and/or drink. At the time of troubleshooting, the cca confirmed there was no known trauma to the subject meter and that the pt replaced the battery in the meter as recommended in the owner's booklet. The issue remained unresolved. Replacement products were sent to the pt. This complaint is being reported because the pt claims he was unable to test his blood glucose due to the reported issue, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
(Test strip lot #) not provided. Lifescan (lfs) has requested return of the subject product(s) for eval, if the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.